Event description:
Event description cpi received information that this bipolar endocardial tined lead (0012) had dislodged after only two days of implant. It was removed from service, and replaced with a (0014) lead.